Manufacturer narrative:
The device has not been returned for analysis at this time.

Event description:
It was reported during a surgical procedure at the user facility, the device displayed a warning of unintentional activation. The case was cancelled.